Event description:
It was reported that during implant of the left ventricular lead, the patients coronary sinus was perforated due to the implant technique. The perforation was addressed and the procedure was completed without implanting a left ventricular lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.